Manufacturer narrative:
Date of event: the event date was not provided and estimated to (B)(6) 2022. Lot number: reported as 24347872.

Event description:
It was reported that the guidewire coating peeled off. A pta meier guidewire was selected for use. During use of the guidewire, the coating peeled off in the middle of guidewire. No fragments were left inside the patient. The procedure was completed using an alternative method. There were no patient complications.

Manufacturer narrative:
B3 - date of event: the event date was not provided and estimated to (B)(6) 2022. D4 - lot number: reported as 24347872. H6 - device codes: corrected to material integrity problem. Device eval by MFR: visual inspection revealed the device device came outside the protective hoop. It has its distal section with the cover ptfe of core wire with peeled off and wire bent. Microscopic inspection revealed the cover ptfe with peel off section. Dimensional inspection revealed the device met specification. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the guidewire coating peeled off. A pta meier guidewire was selected for use. During use of the guidewire, the coating peeled off in the middle of guidewire. No fragments were left inside the patient. The procedure was completed using an alternative method. There were no patient complications.